Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a angioplasty procedure, catheter became stuck in the lesion. Access was gained via the femoral artery. The 3.0x150mm, 70% stenosed target lesion was located in the moderately tortuous and moderately calcified distal anterior tibial artery. The lesion was pre-dilated with a 2.0x100mm sterling balloon catheter resulting in 30% residual stenosis. Upon inflation of the ranger sl drug coated balloon the physician was concerned that the balloon was not inflating. However inflation detection was difficult due to a lack of contrast used during inflation. During manipulation of the device the shaft near the hub became twisted and the wire was unable to be inserted thought the lumen. Following balloon dilation, the distal tip of the balloon catheter got stuck within the lesion. The catheter was cut and removed from the patient. The event presented after the opening of the anterior tibial artery, the doctor wanted to open also the posterior tibial artery with the same device, but it was not possible. No patient complications were reported, the patient will be rescheduled for another intervention.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - returned product consisted of a ranger sl drug coated balloon. Visual and tactile analysis of the shaft revealed that the shaft was extremely damaged. Functional testing consisted of inserting a .014 kinetix guidewire through the catheter guidewire lumen. During the insertion it was noticed that the guidewire would not ravel into the lumen due to the guidewire inner lumen being damaged 10 to 15mm from the distal marker band. Visual inspection also confirmed that the device was separated at 5cm from the strain relief. The balloon could not be inflated due to the separation of the hub from the shaft. This catheter shaft had damage throughout its length consisting of stretching and bent areas. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty procedure, catheter became stuck in the lesion. Access was gained via the femoral artery. The 3.0x150mm, 70% stenosed target lesion was located in the moderately tortuous and moderately calcified distal anterior tibial artery. The lesion was pre-dilated with a 2.0x100mm sterling balloon catheter resulting in 30% residual stenosis. Upon inflation of the ranger sl drug coated balloon the physician was concerned that the balloon was not inflating. However inflation detection was difficult due to a lack of contrast used during inflation. During manipulation of the device the shaft near the hub became twisted and the wire was unable to be inserted thought the lumen. Following balloon dilation, the distal tip of the balloon catheter got stuck within the lesion. The catheter was cut and removed from the patient. The event presented after the opening of the anterior tibial artery, the doctor wanted to open also the posterior tibial artery with the same device, but it was not possible. No patient complications were reported, the patient will be rescheduled for another intervention.